Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: product was implanted on (B)(6) 2010 and revised on (B)(6) 2016 due to pain. The patient had no pain for three years after implantation. The surgeon noticed a lot of corrosion at the head/neck junction. Review of received data: one intra-operative picture has been returned. On this picture the taper side of the stem is shown and it seems to be dark/black, which indicates corrosion. The patient labels were also returned, containing only product information. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). IFU: the zimmer mmc cup must not be adjusted in the acetabulum after impaction. Any attempt to move the cup will reduce the primary stability of the prosthesis which may compromise bone on-growth and affect the longevity of the implant. Root cause analysis: neither x-rays nor devices were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, bmi, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of m etal-on-metal implants as stated in zimmer¿s "instruction leaflet for acetabular cups" and "instruction leaflet for modular femoral heads". However, an exact root cause for the pain felt by the patient, and for the corrosion on the head/neck junction could not be determined. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a head adapter m/0; 12/14-18/20 on (B)(6) 2010. It was also reported that the patient had no pain for 3 years. She started to have pain so dr. Decided to do surgery and noticed a lot of corrosion at the head/neck junction. He decided to leave cup and changed the head. The patient underwent the revision surgery on (B)(6) 2016.